Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch inseparable magnet was missing in the auxiliary full-height drawer two. A field service engineer verified the customer issue and removed the back panel of the station. The engineer found that the far left light emitting diode was not present, and the latch inspection inseparable magnet was missing. The missing component was replaced. The engineer then logged into the hardware test application and ran a final test on the auxiliary full height drawer two, which passed successfully. Proactive maintenance was also performed, including testing all drawers and slides, checking connections in the electronics drawer, and cleaning dust under the top cover. The system functioned as intended after the repair. The system functioned as intended after the field service engineer repaired the device.